Event description:
It was reported that speaker was not functioning properly. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide further information or participate in additional troubleshooting, and no other actions were taken because no further details could be obtained.